Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colectomy, the device was unable to fire. Another device was used to resolve the issue in order to complete the case. There was no patient injury.